Event description:
The sheath performed well during the procedure. Pt had a scarred/tough groin from numerous access at that site. The physician pulled the sheath out over the wire and in the process the hub came off. He used hemostats to grasp the sheath and removed the sheath.

Manufacturer narrative:
Evaluation: event is still under investigation.